Event description:
The customer reported while patients were being monitored on the panorama central monitoring stations with ambulatory telemetry system, the central displayed an orange screen and one had a frozen screen. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated all the units associated with the reported problems of "orange screen" and "frozen screen." Loaner units were provided to the customer, while customer returned two central stations and one server to the factory for evaluation. These units are currently under going an evaluation.